Manufacturer narrative:
The manufacturing records for the onxm-25 (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. The onxm-25 (B)(6) was implanted on (B)(6) 2020, presumably in the mitral position, but after weaning off cardiopulmonary bypass (cpb), blood began to fill the pericardial well and the patient became hypotensive. Cpb was reinstituted. A tear in the heart muscle (myocardium) on the inferior surface of the left ventricle was found. Attempts to repair this tear using sutures (prolene 3.0) with teflon strips worsened the tear when the sutures ripped out and so failed to control the bleeding. Despite multiple attempts to control the bleeding, the patient expired on the operating table. This is a death due to an uncontrolled surgical bleed during implantation of the on-x valve. The guidelines for reporting mortality and morbidity after cardiac valve interventions note: "major bleeding unexpectedly associated with minor trauma should be reported as a bleeding event, but bleeding associated with major trauma or a major operation should not." [Akins 2008] that is to say, this is not counted as a valve-related bleeding event. In addition, there is no information suggesting the on-x valve had directly or indirectly contributed to the tear in the myocardial wall and surgical bleed leading to the unfortunate clinical outcome. The instructions for use for the on-x valve lists death as a possible complication of mechanical heart valve replacement [IFU]. Predictions of operative mortality after mitral valve replacement surgery show an operative mortality rate of 6.04% [edwards, 2001]. Root cause for this event is death due to uncontrolled surgical bleed. No further action required. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
Correction to this summary - update the final paragraph removing the statement of initiation. . The manufacturing records for the onxm-25 sn 6918506 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. The onxm-25 sn (B)(6) was implanted on january 3, 2020, presumably in the mitral position, but after weaning off cardiopulmonary bypass (cpb), blood began to fill the pericardial well and the patient became hypotensive. Cpb was reinstituted. A tear in the heart muscle (myocardium) on the inferior surface of the left ventricle was found. Attempts to repair this tear using sutures (prolene 3.0) with teflon strips worsened the tear when the sutures ripped out and so failed to control the bleeding. Despite multiple attempts to control the bleeding, the patient expired on the operating table. This is a death due to an uncontrolled surgical bleed during implantation of the on-x valve. The guidelines for reporting mortality and morbidity after cardiac valve interventions note: "major bleeding unexpectedly associated with minor trauma should be reported as a bleeding event, but bleeding associated with major trauma or a major operation should not." [Akins 2008] that is to say, this is not counted as a valve-related bleeding event. In addition, there is no information suggesting the on-x valve had directly or indirectly contributed to the tear in the myocardial wall and surgical bleed leading to the unfortunate clinical outcome. The instructions for use for the on-x valve lists death as a possible complication of mechanical heart valve replacement [IFU]. Predictions of operative mortality after mitral valve replacement surgery show an operative mortality rate of 6.04% [edwards, 2001]. Root cause for this event is death due to uncontrolled surgical bleed. No further action required. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to initial reports, mechanical failure of initial prosthesis onxm-25 sn (B)(4); a single leaflet was not moving despite being rotated in different positions. The valve was removed and a new prosthesis (onxm-25 sn (B)(4)) was implanted. The left atrium was closed with prolene 3.0. The patient was weaned from cardiopulmonary bypass. During the administration of protamine the patient was noted to be bleeding and the pericardia !well filling up, patient became hypotensive, cpb reinstituted. Findings: less than a cm bleeding was noted on the inferior surface of the lv, prolene 3.0 with teflon strips was used to control bleeding but unfortunately every stitch tore through the muscle making the tear bigger and extended into the av with no control of bleeding. Multiple attempts to control the bleeding failed and therefore the patient was weaned off cpb and due to an uncontrolled surgical bleed the patient did not make it out of the table. Cause of death: surgical bleed from the injured myocardium. Cardiac surgery record and discharge letter attached. This complaint is relegated to the onxm-25 sn (B)(4) - death.